Event description:
It was reported that there was a malfunction during pre-use checkout resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
There was no gehc employee visit to this site; therefore, the repair is unknown. The customer declined ge service. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.